Manufacturer narrative:
(B)(4). Batch # k92f0k. The handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh45 device. The nose cone was cracked. The "transducer assembly¿ was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was broken on the hand-piece (hp054)? The hand-piece broke in half. Was the hand-piece housing broken and visibly open? Yes. Was the hand-piece housing damaged? Yes. Was the threaded stud broken? No.

Event description:
It was reported that before an unknown procedure the hand piece broke in half while assembling it to the instrument. Half of the hand piece is still attached to the instrument. Procedure was completed with another hand piece and instrument of the same product code. There were no patient consequences reported.